Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 100% stenotic lesion in the proximal rca. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.